Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a single curve watchman fxd curve access system (was) was introduced into the left atrium following transseptal puncture. A pigtail catheter was inserted into the was, and contrast was injected with staining noted in the pericardium. A trivial pericardial effusion was noted. The procedure was aborted due to seeing the contrast dye in the pericardial space and repeat transesophageal echocardiography (tee) was performed. No pericardial effusion was noted 1 hour post procedure. The patient had a total of 5 echocardiograms performed and all were normal. The patient was hospitalized for further observation and was later discharged home.